Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mmh687-w8556 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle detached from the suture when the surgeon passed the vessel once or twice. There was no adverse patient consequence reported.